Event description:
The distributor contacted animas on (B)(6) 2013 alleging that there was a line through the display lens. No further information is available. There is no reported adverse event associated with this report. This report is being reported because the alleged product complaint remained unresolved.

Manufacturer narrative:
(B)(4). There is no adverse event associated with this complaint. The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/30/2013-device evaluation: the pump has been returned and evaluated by product analysis on 05/06/2013 with the following findings: the display screen was heavily scratched and after the pump powered on, was found to be dim and discolored. A test screen was installed and displayed properly.